Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a 4" (10 cm) smallbore trifuse ext set w/3 microclave® clear, 3 clamps, rotating luer where a fluid (physiological saline) leak during infusion was reported. The customer removed the batch that needed to be withdrawn and replaced. They have 300 units of this batch. The product contains no active chemicals and is currently in quarantine, available for evaluation. A pediatric patient under the age of 15 was involved; however, no medical intervention was necessary, there was no delay in therapy, and no harm reported.

Manufacturer narrative:
D9 - device available for evaluation: no. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no relevant non-conformities were noted that could have contributed to the reported event.